Event description:
It was reported that failure to inflate a balloon and a leak occurred. A 12.0 x 40, 75cm mustang balloon was advanced to the target lesion, but was not able to be inflated. A visual check showed that it was leaking out of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Correction: b5: event description: from: a 12.0 x 40, 75cm mustang balloon was advanced to the target lesion, but was not able to be inflated. A visual check showed that it was leaking out of the catheter shaft. To: during prep and outside the patient, a 12.0 x 40 mustang balloon was not able to be inflated and a visual check showed that it was leaking out of the catheter shaft.

Event description:
It was reported that failure to inflate a balloon and a leak occurred. A 12.0 x 40, 75cm mustang balloon was advanced to the target lesion, but was not able to be inflated. A visual check showed that it was leaking out of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was later reported that during prep and outside the patient, a 12.0 x 40 mustang balloon was not able to be inflated and a visual check showed that it was leaking out of the catheter shaft.

Manufacturer narrative:
Correction: b5: event description: from: a 12.0 x 40, 75cm mustang balloon was advanced to the target lesion, but was not able to be inflated. A visual check showed that it was leaking out of the catheter shaft. To: during prep and outside the patient, a 12.0 x 40 mustang balloon was not able to be inflated and a visual check showed that it was leaking out of the catheter shaft. Device evaluated by MFR: a 12.0 x40, 75cm mustang was returned for analysis. Blood was identified in the balloon which is indicative of a leak. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified in the proximal sleeve 18mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues. The rated burst pressure for this device was 14 atmospheres as per the print on the hub. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that failure to inflate a balloon and a leak occurred. A 12.0 x 40, 75cm mustang balloon was advanced to the target lesion, but was not able to be inflated. A visual check showed that it was leaking out of the catheter shaft. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was later reported that during prep and outside the patient, a 12.0 x 40 mustang balloon was not able to be inflated and a visual check showed that it was leaking out of the catheter shaft.